Manufacturer narrative:
At this time no conclusions can be made. Initially it was reported that 6 weeks post implant (2013) the patient experienced hives of an unknown cause. It was reported that allergy testing related to the mesh was performed, however the health care provider declined to provide the results of the test or provide any additional information. Currently, the patient's attorney alleges unspecified injuries during (B)(6) 2013; however, no details have been provided to the nature of the injuries and no device issue was alleged. With the limited information available at this time, we are unable to make any conclusion. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
During oct 2013, the following was reported from patient's health care provider: it is alleged in (B)(6) 2013 the patient underwent implant of a ventralex patch during an unspecified surgical procedure. Six weeks later the patient developed hives on her face, neck and upper chest; however, there were no hives in the area of the mesh implant. The patient has been treated with steroids that resolve the hives but as soon as the patient stops taking them the hives return. Patient has seen three allergists, the dogs and cats have been removed from the home, and her diet has been altered with no improvement. The surgeon does not believe this reaction is mesh related due to the rash not being present in the area of the implant. Mesh sample is being requested for allergy testing, testing was reported to have been performed, however, health care provider would not release results or provide any additional information. The following was alleged by the patient's attorney in feb 2019: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex . On (B)(6) 2013: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."